Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Interrogation showed that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. The noise was reproducible via isometric test. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.